Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight, broken shell. A microscopic analysis was performed which identify, a striated edge opening. Based on the device analysis, the final assessment is: a striated edge broken on radius side assessed, as surgical damage.

Event description:
Healthcare professional reported, left side rupture. Device has been explanted.